Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported entrapment of device, device embedded in tissue or plaque and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported entrapment of device, device embedded in tissue or plaque and unexpected medical intervention are related to patient anatomical morphology and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported the diamondback 360 peripheral orbital atherectomy device (oad) crown got stuck. A cutdown of the oad was performed with a sheath and catheter being inserted in an attempt to retrieve the stuck device, however, this was unsuccessful. Eventually a vascular surgeon recommended to pull extremely hard on the device which ended up resolving the issue. Balloon angioplasty was used to complete the procedure. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the diamondback 360 peripheral orbital atherectomy device (oad) crown got stuck. A cutdown of the oad was performed with a sheath and catheter being inserted in an attempt to retrieve the stuck device, however, this was unsuccessful. Eventually a vascular surgeon recommended to pull extremely hard on the device which ended up resolving the issue. Balloon angioplasty was used to complete the procedure. There were no patient complications as a result of the event. The patient was in stable condition.